Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold, high impedance, and fracture. The rv lead was capped, replaced and remains in the patient. No patient complications have been reported as a result of this event.